Manufacturer narrative:
(B)(4). Only event year known: 2020. Batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested and the following was obtained: where within the gap setting scale was the orange indicator prior to firing? N/a what confirmation was received that the device was fully fired? The knife cut the tissue but the staples weren't closed. Did the device staple? No. Was the staple line complete? No. Were there any staples missing from the staple line? No. What was the shape of the staples (b-formation, irregular, legs straight)? It wasn't observed. Were the staples deployed into the tissue? N/a. Were the staples seen in the surgical field? It wasn't observed. Did the device cut? Yes. Was the cut line fully circumferential around the target tissue? If the device fully cut, were both tissue donuts present? No. If the device fully cut, were both donuts complete? No.

Event description:
It was reported that during an unknown procedure, the device didn't staple. Surgery was not delayed and was completed successfully. There were no patient consequences.